Manufacturer narrative:
Visual evaluation: visual analysis of the photographs identified device patch with lot (or catalog) number batch number and catalog cannot be confirmed. Red biological tissue in the device observed creases. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode.

Event description:
Physician reported left side "capsular contracture - baker grade IV". Device has been explanted.

Event description:
Physician reported " capsular contracture - baker grade IV". Device has been explanted. This relates to the left side.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: weight to the spec, deformation, yellow particles on the surface of the shell. Cloudy was observed after autoclave disinfection process. Based on the device analysis the final assessment is: no issues found related with the manufacturing process.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.

Event description:
Physician reported " capsular contracture - baker grade IV". Device has been explanted. This relates to the left side.